Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected and the patient reports a popping sensation along with fluctuations in hearing with the device. External parts have been checked without improvement. There are no reports of any head injuries, patient illness or change in medication. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. Additionally, in situ measurements show two channels to be in status hi for undetermined reasons. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
The hearing performance with the device is affected and the recipient reports a popping sensation along with fluctuations in hearing with the device. There are no reports of any head injuries, illness or change in medication. The recipient was re-implanted..

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer 's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, in situ measurements show two channels to be in status hi for yet undetermined reasons a date for explantation surgery has not been made available so far.

Event description:
The hearing performance with the device is affected and the patient reports a popping sensation along with fluctuations in hearing with the device. There are no reports of any head injuries, patient illness or change in medication. Re-implantation is considered.